Event description:
A complaint involving a plum 360 experienced unintended shutoff. Report states that "rn entered the room and IV pump was completely off. No warning beeps. I reviewed infusion verify and cannot determine where it shut off. This was pitocin which is considered a critical drip." The date of incident was on (B)(6) 2024. There was patient involvement, no patient harm and there is a delay in therapy.

Manufacturer narrative:
Investigation summary: the device was not returned to the service hub for evaluation and analysis; therefore, the reported complaint could not be replicated or confirmed. A 12-month service did not indicate a similar event. Due to the unavailability of the device, a probable cause cannot be determined at this time. 45 days : gcm tried to get the pump back, no response from the customer regarding the device for repair. Therefore, the pci was completed with the information available.